Event description:
It was reported by end user that the charger has stopped working but the batteries are fine. The end user states that the charger sparked when he touched something to it, he would not clarify what he touched.